Event description:
During atticotomy procedure, after successfully drilling around the facial nerve, the drill jumped and landed on the nerve resulting in damage to the facial nerve. Surgeon performed a nerve graft and provides regular follow up and monitoring to patient.